Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed and the reported issue couldn't be replicated. The system then passed the system checkout and was found to be fully functional. A software analysis was initiated to determine the probable cause of the issue known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial biopsy, the target was set and a tip stop value was generated. When the site navigated to the target, the cad model in the application software had not reached its target. The distance to target was noted to be 0.4 millimeters past the target. The site then moved three millimeters deeper and the cad model did not adjust. It was noted that the site was able to obtain diagnostic samples and continue with the procedure. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.